Event description:
User received erratic albumin results for about 63 patients samples and determined the total protein line of the analyzer was dripping. User provided results for 107 patient samples, 23 were discrepant. User did not provide the analyzer or method used for repeat testing. Sample 1, initial 9.0; repeat 4.5 g/dl. Sample 2, initial 8.4; repeat 4.3 g/dl. Sample 3, initial 7.9; repeat 4.8 g/dl. Sample 4, initial 9.0; repeat 4.8 g/dl. Sample 5, initial 10.9; repeat 4.0 g/dl. Sample 6, initial 8.3; repeat 4.3 g/dl. Sample 7, initial 11.1; repeat 4.2 g/dl. Sample 8, initial 11.9; repeat 4.6 g/dl. Sample 9, initial 6.9; repeat 4.0 g/dl. Sample 10, initial 7.6; repeat 3.7 g/dl. Sample 11, initial 11.0; repeat 4.3 g/dl. Sample 12, initial 11.0; repeat 3.9 g/dl. Sample 13, initial 9.4; repeat 4.4 g/dl. Sample 14, initial 5.6; repeat 3.7 g/dl. Sample 15, initial 9.4; repeat 4.6 g/dl. Sample 16, initial 11.0; repeat 3.9 g/dl. Sample 17, initial 11.4; repeat 4.1 g/dl. Sample 18, initial 12.2; repeat 4.5 g/dl. Sample 19, initial 8.8; repeat 4.0 g/dl. Sample 20, initial 11.5; repeat 4.1 g/dl. Sample 21, initial 12.4; repeat 4.4 g/dl. Sample 22, initial 12.6; repeat 5.0 g/dl. Sample 23, initial 8.7; repeat 4.1 g/dl. Initial results were not reported. Albumin reagent lot number - r1 61389901, r2 61635901. The field service representative found air in the total protein line. The total protein reagent line was dripping onto the reaction cells and in the albumin cells. He rinsed and primed all reagents and ran precision. The customer ran calibration and controls giving results within specification for all assays.